Event description:
It was reported that the patient passed away due to a neurological event. The left ventricular assist device (lvad) was working as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported neurological event could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists other neurological events as adverse events that may be associated with the use of hm 3 lvas. Additionally, section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.